Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient's ipg migrated and the patient was having difficulty charging. It was also noted that the patient was getting uncomfortable stimulation. Database analysis revealed that there were signs of poor charger to ipg coupling and that ipg appeared to be working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively.